Event description:
Related manufacturer reference number 1627487-2022-06863, related manufacturer reference number 3006705815-2023-00549. It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient lost therapy. During the ipg replacement on (B)(6) 2023, the leads were repositioned to obtain optima therapy.

Manufacturer narrative:
Date of event is estimated. A patient having ineffective stimulation was reported to abbott. The patient's leads were revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.